Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation at 10atm for 10seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient is stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation at 10atm for 10seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient is stable.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.